Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range (oor) pace lead impedance (pli) measurement greater than 2,000 ohms. The patient was seen in the clinic where noise and oor measurement were unable to be reproduced. Sensing and threshold measurements were stable. No patient symptoms and inappropriate atrial tachy responses (atr)  were observed. No changes were made to the device. The patient was sent to undergo an x-ray to be evaluated by the implanting physician. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Subsequent information received indicated that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead continued to exhibit high out of range pace lead impedance of more than 2,000 ohms. The ra pacing threshold measurement increased as well. The field representative adjusted the ra pacing output. No adverse patient effects were reported due to the rise in the ra pacing threshold measurements. It was noted that the patient was in the hospital for non-device related reasons. Patient was followed for normal check-up. Further, the field representative will turn ra daily measurement off to avoid future alerts. No noise stored atr events. The physician will continue monitoring. The system remains in service. No adverse patient effects were reported.